Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. Three days after onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (1 gm, route and frequency not reported), amikacin (125 mg, route and frequency not reported) and meropenem, intravenously (dose and frequency not reported) intravenously. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. The action taken with dianeal 1.5% ultrabag therapy was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.